Event description:
It was reported that during the deployment, of the stent graft, the device allegedly jumped approx 2 to 3 cm from the intended site. The physician did not attempt to move that stent graft and left it in place. The physician deployed another stent graft to treat the lesion. The procedure included treatment of a lesion in an av graft in the upper arm. There was no report of injury to the pt.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unknown. The device remains implanted therefore not available for evaluation. The event investigation is currently underway.